Manufacturer narrative:
The patient's weight was not provided. (B)(4). Approximate age of device ¿ 1 year, 4 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that in the early morning on (B)(6) 2016 a driveline disconnected alarm sounded on the system controller and the pump stopped working. Medical resuscitation efforts were started and a system controller exchange was performed by hospital staff. The pump was unable to be restarted. Resuscitation efforts were stopped after 30 minutes and the patient subsequently expired. A system controller log file reviewed by the manufacturer's representative showed that on (B)(6) 2016 at 02:02:49, there were low speed operation, low speed hazard and motor stopped alarms that lasted about 3 seconds. On (B)(6) 2016 at 19:33:06, the power source was switched from batteries to the power module. On (B)(6) 2016 at 19:33:54, there were motor stopped, low speed hazard, and driveline disconnected alarms that resolved after approximately 10 seconds. On (B)(6) 2016 at 23:54:04 to (B)(6) 2016 at 00:03:32 the alarms returned and the system controller was subsequently exchanged. On (B)(6) 2016 at 00:01 to (B)(6) 2016 at 00:28, there were several pump stops noted. The pump then ran with normal conditions while connected to batteries for about 1 minute. The system controller was then again connected to the power module. The system controller log file recording stopped on (B)(6) 2016 at 00:28. No further information was provided.

Manufacturer narrative:
Additional information - the explanted device was not returned for evaluation. It was reported that no further information was available. The device was not returned for evaluation and therefore, a specific cause for the reported driveline disconnected alarm and pump stop could not be conclusively determined. However, multiple red heart alarms and pump stoppages were confirmed through the analysis of the submitted system controller log files. Based on the manufacturer's past experience with the device and similar reported events, the pump stoppages and alarms which occured while the system was supported by the power module could be indicative of a compromised driveline wire. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.